Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to loss of osseointegration 2 years and 2 months after implantation. The doctor noted periodontal disease during surgery. The patient has no significant medical history. The patient has recovered without complications.